Event description:
It was reported the client was operating the power wheelchair and was struck by a motor vehicle as he crossed the street in a crosswalk.

Manufacturer narrative:
Upon evaluation that the user was not operating the hoveround mpv5, serial # (B)(4), as previously reported; the user was operating a pride gogo ultra x scooter. Pride has been notified.

Manufacturer narrative:
Unknown, as hoveround has not been given access to the motorized wheelchair to date; however, the client was struck by a motor vehicle while crossing the street in a crosswalk. Hoveround's owner's manual warns end users, "to avoid serious injury or death by being struck by a motor vehicle, obey all local pedestrian traffic rules," and, "cross the street at locations where you are most visible to traffic."